Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the aortic embolization of the sapien valve cannot be confirmed. Per the implanting physician, the 23 mm sapien valve may have been undersized. It is also possible that minimal native valve/leaflet calcification (the native aortic valve was noted to be mildly calcified) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following the deployment of a 23 mm sapien valve in a 50:50 position across the native aortic annulus, during closure of the transapical access site the sapien valve embolized into the aorta. Due to an ejection fraction (ef) of 30% and ischemic cardiomyopathy, a 40 cc intraaortic balloon pump (iabp) was placed prior to the tavr procedure. The sapien valve was positioned and deployed in a 50:50 position across the native aortic annulus, resulting in trace-to-moderate paravalvular leak (pvl) and no central aortic insufficiency (cai). The medical team decided to remove the wire and close the apex. During closure of the apex the sapien valve embolized into the aorta. The sapien valve was trapped by an amplatz wire with support from a jl4 catheter. A 25 x 4 zmed balloon was used to reposition the valve distal to the subclavian. Two ev3 stents were placed inside the 23 mm sapien to secure the valve. Apical access was re-obtained anda second 23 mm sapien valve was implanted in a 50:50 position across the native aortic annulus. A 25 x 4 x 80 balloon was used to post dilate the valve. Echo revealed no pvl or cai. Six units of packed red blood cells (prbc) were administered during the series of procedure. The apical sheath and wire were removed and the thoracotomy was closed. The patient left the operating room and was to be weaned off the iabp in the intensive care unit (ICU). The patient was noted to be extubated, off iabp and doing well 24 hours post tavr. The native aortic annular diameter was 21 mm by tee. The native aortic valve was mildly calcified. The aortic root was not calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 30%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the 23 mm sapien valve may have been undersized for the native aortic annulus, leading to the aortic embolization.